Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 22 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness, coma and foaming at the mouth. The patient reported before losing consciousness, she was treating her hypoglycemia with sugar, then after losing consciousness, the patient's neighbor administered a glucagon injection and called 911. The patient was released after 8 hours. The pod was removed in the emergency room. The patient initially reported she had received a new controller and she assumed the settings were automatically transferred to the new controller. Patient stated the "default" settings were too strong. However, upon further review, it was discovered the serial number of the controller being used was an old controller the patient received in (B)(6) 2023. The new controller shipped to the patient in 2025 was never registered or used. Patient had inadvertently swapped her new controller received in 2025 with an old controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.